Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: health effect - impact code, e1 - address 1, e1 - city. The device was returned to olympus for inspection, and the reported failure image noise was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code b31. A root cause could not be identified. Based on the results of the investigation, the most probable cause of image noise was not confirmed, as the event was not reproducible. Additionally, error code b31 cause due to shortcut in the circuit board device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited image noise during inspection for use. There were no reports of patient involvement.